Event description:
Steris system 1 used to reprocess endoscope. During reprocessing cycle the seal popped and sterilant leaked from machine. Diluted sterilant fumes filled the room. Sterilant did not spray on technician. Last seal replaced on this machine in dec 2003 after similar incident. Service representative contacted for seal replacement.